Event description:
Physician placing external jugular IV. Catheter dislodged from hub after placement. Left pulmonary angiogram with transcatheter retrieval of catheter - fragment from left inferior pulmonary artery.